Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient fell, the patient developed progressive shortness of breath and then presented to the emergency department with cardiac tamponade. The patient underwent multiple attempts at a pericardiocentesis which were unsuccessful and subsequently underwent surgical removal of the fluid. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.